Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's blood glucose increased to 435 mg/dl after losing their meter; the customer was unable to check their blood glucose. No further details were provided regarding symptoms or treatments of the high blood glucose. Troubleshooting did not occur. The insulin pump was not returned for analysis.